Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-uni-celect. Similar to device under 510(k) k073374. (B)(4). Summary of investigational findings: the case was evaluated based on the description and the available imaging. It was noted that the filter most likely was in a tenting situation and not penetrating the ivc. This finding was based on the fact that the filter configurations were found normal, which in most cases is not the case, if the filter penetrates the ivc. However, it may be difficult to determine based on images from fluoroscopy. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation they all end up in successful filter retrieval. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: retrieval attempted 5 months post insertion. It was noted during the cavagram that the primary struts had penetrated the ivc wall so the clinical decision was to leave the filter in situ. Patient outcome: the filter needs to remain in the patient but patient asymptomatic.